Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: " this case is considered as possible permanent decrease in visual acuity from a contact lens-related infection." As there was no product returned or lot info provided, no detailed investigation can be performed. (B) (4).

Event description:
A contact lens wearer reported experiencing severe pain like something in her right eye and removed the lenses. After that, she felt itching. She wore her glasses and did not contact the optician when she first experienced symptoms. Later, she visited a doctor on call at a hospital and was referred to an ophthalmic clinic at a different hospital. She stated she experienced a serious eye "issue" caused by a very rare bacteria which was supposed to be originated to her contact lens wear and that she has permanent damage to the right eye, visual acuity would be permanently lower, she would suffer from light sensitivity and a hanging lid. A culture, biopsy or scraping was performed at the hospital. She reported having worn this type lens for about 2 years with no follow up/visual examination since. She doesn't remember how many pairs she has used. On (B) (6) 2010, the optician reported dispensing trial lenses in (B) (6) 2006 and purchase of 1 pair lenses in (b) (6 2006 and 1 pair lenses in (B) (6) 2006 with no further visits since. On 04/13/2010, the pt provided a copy of her medical records of the reported event. No further details are available at this time.